Manufacturer narrative:
Evaluation summary three devices were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the bottom jaw was missing plastic overmold on the first two devices used. The missing pieces were not returned. Visual inspection on the third device found no defects. The reported condition was confirmed on the first and second device. The reported condition was not confirmed on the third device. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device on first and second device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error for the first and second device. The investigation on the third found the device was within specification. The IFU (instruction for use) states, close jaws using device lever before insertion and extraction in the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy and gastric tube insertion, the insulation of the jaws got caught on a trocar during insertion and removal, and the insulation was peeled. A second device was opened but the insulation was also caught on trocar and broken. The broken piece fell into patient's cavity but it was removed successfully. A third device was opened again, and the insulation was also peeled but used until the end of the procedure. Initial investigation found the bottom jaw was missing plastic overmold on the 2 devices used. The missing pieces were not returned.